Manufacturer narrative:
This report is submitted on may 17, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced granulation at the abutment site and underwent skin revision using silver nitrate on (B)(6) 2014. The issue reportedly resolved by (B)(6) 2014. On (B)(6) 2015 the patient's abutment was replaced due to skin overgrowth. Subsequently, on (B)(6) 2016 the patient experienced pain, swelling and cellulitis infection at the abutment site and was administered oral antibiotics. Once again the patient experienced skin overgrowth and cellulitis on (B)(6) 2016 and a skin revision was performed and the patient was treated with antibiotics.